Event description:
In this case the customer reported that during a CT clinical pt procedure, the buttons on the gantry panel did not work properly. The philips field service engineer (fse) stated that when the operator attempted to move the pt support "out" of the gantry, it moved "in" instead and movement stopped upon releasing the gantry panel button. The fse confirmed there was no harm to a pt, operator or bystander due to this issue.

Manufacturer narrative:
On (B)(6) 2015, the customer, (B)(6) reported that during a CT clinical patient procedure, the buttons on the gantry panel did not work properly, causing uncommanded motion of the patient support. When the operator attempted to move the patient support "out" of the gantry, it moved "in" instead and movement stopped upon releasing the gantry panel button. There was no harm to a patient, operator or bystander due to this issue and there was no rescan/reinjection required. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. On (B)(4) 2015, the fse arrived on site and evaluated the system. The fse reviewed the log files and found stuck button errors on the rear right gantry control panel. The fse checked the rear right gantry panel and confirmed stuck ¿in¿ button. The fse then disconnected the rear right gantry panel and the errors were no longer appearing on the log files. On (B)(4) 2015, the fse replaced the rear right gantry panel. After the service, the system is working as specified. The fse discarded the defective panel after replacement, and thus, it was not available to be sent to cleveland for engineering evaluation. No log files/bug reports were provided to CT engineering for further evaluation. CT engineering stated that the risk is acceptable for this issue and the following mitigations apply: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. A root cause of the issue could not be determined by engineering. However, based upon the troubleshooting of the log files, and servicing of the system along with the statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear right gantry control panel. CT engineering confirmed that stuck button errors are background errors which appear on the log files, but do not stop the system to be used for clinical procedures. The fse replaced the rear right gantry panel to resolve the issue.

Manufacturer narrative:
(B)(4). A follow up MDR will be filed at completion of the investigation.